Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product identified signs of use (scratches) and confirmed the complaint in that the spring is broken/fractured, not all pieces were returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the spring of the slap hammer fractured during surgery. No piece felt in the patient or on surgical field. A back-up device was available to finish the surgery. There is no further information available. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported.